Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected eight clips; finally, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the device was used to place clips. After a while it was turned and provided not properly formed clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.